Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level has been between 200-300 mg/dl. The contact thought that the pump was not delivering the insulin successfully. The high bg was addressed with a bolus of insulin and insulin pen injections. There were no alerts or alarms reported. As the high bg occurred in the past, tandem technical support was unable to determine a possible cause for the event.